Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
A customer reported to baxter product surveillance of an unknown administration set in which air was in the IV tubing that was between an unknown bag and and an unknown pump. The process step in which this condition occurred is unknown. There was no patient involvement or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available for evaluation. However, if the customer decides to send in the sample, a follow-up report will be submitted once the evaluation has been performed. A batch review cannot be performed since there was no lot number provided. The product code of this device used in this situation is unknown; therefore, a us 510k number cannot be provided.